Event description:
In this event it has been reported that smartlite pro basic kit overheated. Patient complained of "burning" on the gum. Awaiting further information for this incident.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
In this event it has been reported that smartlite pro basic kit overheated. Patient complained of "burning" on the gum. Awaiting further information for this incident.

Manufacturer narrative:
This report was submitted in error. This malfunction is not likely to cause or contribute to a death or serious injury if it recurred and is therefore not a reportable event.